Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that a pt was explanted due to an infection. The pt had a mild full body yeast infection.